Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. 32855470952 95005276 tiv rh knee fem assy sz f rt. 00598801215 61964595 stem extension straight 15mm dia x 30mm length(combined length 75mm). 00598802016 62099366 stem extension offset 16mm dia x 100mm length(combined length 145mm). 00585006012 61188123 articular surface with segmental hinge post size f 12 mm height. 3006070001 034ca12706 refobacin-palacos r60.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat #: 32855470952, lot#: 95005276, tiv rh knee fem assy sz. Unknown tibial tray. Unknown tibial bearing. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported implant fractured approximately 6 years post implantation. The device remains in patient. Attempts have been made and additional information on the reported event is unavailable at this time.